Event description:
The user stated they were receiving questionable potassium results on their cobas c501 (serial number (B)(4)). The user was able to provide data for ten patients. Of that data, there was one discrepant potassium result reported outside the laboratory. The repeat was performed on (B)(6) 2011 and sent out on a corrected report. The patient had an initial result of 3.77 mmol/l which was reported as 3.8 mmol/l. The repeat result was 4.5 mmol/l. There were no adverse affect to the patient as a result of this event. The user declined a service visit. The user believed the problem was caused by a faulty probe that may have been partially occluded by gel. He changed the probe and there have been no further issues.

Manufacturer narrative:
The cause of this event was determined to be customer handling of sample tubes. The customer was contacted reagarding proper handling of sample tues, not placing taller sample tubes into racks dedicated to be used with shorter tubes, and pouring short samples into sample cups for testing.

Manufacturer narrative:
(B)(6).